Manufacturer narrative:
The investigation was started but has not yet been concluded. A series of questions were raised to field for gathering more information about this issue. The latest information we get from the field is that, the customer will not provide us any information, and furthermore we are not allowed to get the device for investigation. We still try to get the related information from the customer. The investigation result will be reported in the follow up report.

Event description:
It was reported from customer, that on (B)(6) a so-called life-threatening alarm (asystole alarm) was not displayed. When it came to this event, a ECG-recorder was connected to the patient. The ECG- recorder displays that at the relevant time no zero line was present. (Asystole). A patient injury was reported, however, the details about the patient outcome are not provided.

Manufacturer narrative:
Alarm history logs were requested to verify the reported no alarm occurrence. The monitor diagnostic and front end error logs were requested to determine if there was any technical errors. The ics logs including the full disclosure records or strip recordings were requested to understand the status of the patient before and after the incident occurred. ECG data of patient was requested as it would have given hints whether the patent had a pacemaker or not. However, draeger only received the monitor error logs which did not cover the date of the reported event, and was informed that the customer would not provide the information needed for the investigation nor the suspect delta monitor for further analysis. Without the related material, the issue could not be confirmed and it is not possible to conclusively determine the root cause of the reported issue. For this case, a patient injury was reported at the beginning, however, the details about the patient outcome are not provided. By design the monitor has three alarm priorities: high, medium and low. In this case the asy is classified as a high priority alarm and is a latched alarm which means the alarm will continue to annunciate visually and audibly until acknowledged manually, even if the condition that caused the alarm no longer exists. IFU has explicit information on device configuration and alarm function. The IFU notes prior to starting monitoring that the device is configured appropriately for the patient admitted to the monitor.

Event description:
Please refer to the initial report